Event description:
Reportedly, upon examination pus and drainage was coming from the left buttocks incision site. The pt was treated with levaquin for 21 days. Pt responded to antibiotic and is fine. Procedure: vaginal vault prolapse repair/posterior approach with ivs tunneller. Original procedure date: 2003. Post op: date: 2004 pt.